Event description:
It was reported that the pump failed to rewind during setup, and attempts to resolve via factory reset, multiple restarts, and a dry run were unsuccessful, consistent with a device malfunction during the rewind function. Symptoms included no clinical effects reported. Outcomes included no impact to the user¿s health or need for medical care. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed a continued inability to complete the rewind sequence despite standard recovery steps, consistent with a pump malfunction of the motor or rewind mechanism. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.